Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2017 with the following findings: the pump powered on with functional auditory and vibratory features. The pump emitted a call service 069 alarm at start up and the alarm could not be cleared. The pump cover was removed and no defects were found to the printed circuit board. Investigation revealed a failure of the pump¿s electronically erasable programmable read-only memory. The original complaint of a blank screen was duplicated. Unrelated to the original complaint, the battery compartment was cracked.